Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error while priming. Troubleshooting was performed. Ran a displacement test and the test failed. Advised customer to discontinue using the device and revert to back up plan. No further info was provided.